Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown.

Event description:
Patient reported right side "implants have capsular contracture" baker grade unknown and "experiencing a lot of pain". The device remains implanted.

Event description:
Patient reported right side "implants have capsular contracture baker grade unknown" and "experiencing a lot of pain." The device has been explanted.

Manufacturer narrative:
Only device photos were received. Visual analysis: visual analysis of the photographs identified: capsular contracture: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required as no manufacturing issues are observed.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5., d.6b., g.1., h.6.

Event description:
The device has been explanted.